Manufacturer narrative:
Manufacturer's investigation conclusion: the reported event suspected pump thrombus could not be confirmed as no images were submitted for analysis and the device remains in use; however, review of the submitted log files confirmed the reported decrease in flow, increase in pump power, as well as left ventricular assist device fault flags, that appeared consistent with material, such as a thrombus, being ingested into the pump and contacting the rotor. Additionally, a direct correlation between heartmate 3 left ventricular assist system (lvas), serial number (B)(6), and the reported events of cardiac arrhythmia and elevated lactate dehydrogenase (ldh) could not be conclusively determined through this evaluation. The submitted system controller event log file contained events from 13jul2023 through 24jul2023. At 05:57:04 on 24jul2023, a low flow hazard alarm was captured with associated flow values dropping to as low as 0 lpm. Within one minute, flow started to gradually increase over time but remained between 1.1 and 2.3 lpm for approximately an hour. Increases in motor power up to 7.0 watts were observed during this timeframe. In addition, left ventricular assist device (lvad) fault flags for motor instability, as well as harmonic compensation, were observed. Following 07:07:47 on 24jul2023, power and flow values appeared to return to baseline levels with no further lvad flags captured. No other notable alarms or events were captured. The pump operated at the set speed throughout the files. Based on complaint history and similarly reported events, the information captured within the submitted log files is consistent with pump ingestion of a foreign material; however, a specific cause for the elevated power values, as well as the lvad fault flags, could not be conclusively determined through this evaluation. The patient remains ongoing on heartmate 3 lvas, serial number (B)(6), with no further issues reported at this time. The relevant sections of the device history records for (B)(6) were reviewed and showed no deviations from manufacturing or quality assurance specifications. The heartmate 3 left ventricular assist system (lvas) instructions for use (IFU), rev. G and the heartmate 3 patient handbook, rev. G are currently available. Section 1 of the IFU, ¿introduction¿, lists pump thrombosis and cardiac arrhythmia as adverse events that may be associated with the use of the heartmate 3 left ventricular assist system. Section 1 also addresses all pump parameters, including pump power and flow. This section explains that pump flow is a calculated value that is estimated based on pump power. This section states that changes in pump speed, flow, or physiological demand can affect pump power. This section further explains that gradual power increases, over hours or days, may signal thrombus deposits inside the pump. An occlusion of the flow path decreases flow and causes a corresponding decrease in power. Furthermore, power values greater than 10 to 12 watts also can indicate the presence of thrombus and abrupt changes in power should be evaluated for the cause. Section 4 of the IFU, ¿system monitor¿, describes the pump flow display and the hazard alarms. Per design, when the estimated flow value is calculated at less than 2.5 liters per minute (lpm), a low flow status is posted to the log file. If the flow remains below 2.5 lpm for 10 seconds, a low flow hazard alarm is triggered. Section 4 also explains that changes in patient condition can result in low flow. Section 5 of the IFU, "surgical procedures" (under ¿preparing the ventricular apex site¿), instructs to inspect the ventricular chamber for mural thrombi and crossing trabeculae following removal of the core and to address one or both, as needed. Furthermore, section 5, under ¿implant procedures¿, warns to inspect the ventricle and remove any previously formed clots that may cause embolism or any trabeculae that may impede flow. Section 6 of the IFU, ¿patient care and management¿, lists thromboembolism and arrhythmia as potential late postimplant complications. This section, under ¿anticoagulation¿, also provides the recommended anticoagulation regimen, including international normalized ratio (inr) values, as well as suggested anticoagulation modifications. Section 5 of the patient handbook, ¿alarms and troubleshooting¿, and section 7 of the IFU, ¿alarms and troubleshooting¿, provides information on all system alarm conditions as well as the appropriate actions associated with each condition. A section on ¿handling emergencies¿ is also provided in the patient handbook. No further information was provided. The manufacturer is closing the file on this event.

Manufacturer narrative:
No further information was provided. A supplemental report will be submitted once the manufacturer¿s investigation is completed.

Event description:
It was additionally reported that the log file analysis suggested that a thrombus was ingested into the pump. Lactate dehydrogenase was on the high side but had since reduced. There was no thrombus on the rotor past 7:08 am and parameters were normal since them. An echocardiogram and a computed tomography were performed. The event resolved and no further treatment was required.

Event description:
It was reported that patient's flow dropped to 0.2 when moving to the chair in the intensive care unit, after implant. The patient was in sinus tachycardia and the pump power was 6.5. The log files show the flow spontaneously drop and then gradually rise, in addition to a harmonic compensation fault and motor instability fault with an increase in rotor noise. The patient was intubated, and the flows increased. A transesophageal echocardiography showed smoke on the aortic valve, the valve not opening, and non-dilated right ventricle. After intubation the patient was in ventricular tachycardia and a cardioversion was successfully administered.

Manufacturer narrative:
No further information was provided. A supplemental report will be submitted once the manufacturer¿s investigation is completed.